Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative asked about the duration for events. Boston scientific technical services (ts) explained that duration of ventricular tachycardia (vt) cannot be calculated. Ts also noted that this pacemaker had two and a half year remaining longevity which now showed less than half a year. Ts then discussed that this pacemaker was in retry which was due to atrial fibrillation (af) with rapid ventricular response (rvr) which could affect longevity. Ts then suggested some reprogramming. It was indicated fixed outputs would be programmed instead of automatic capture. No adverse patient effects reported.